Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: the celect-pt filter could not be advanced into the sheath. Therefore, the filter was pulled back and re-advanced resulting in damaged secondary filter legs. The complaint device was not returned, but a single video and still image of the deployed celect-pt filter with two bent and misaligned secondary legs were provided. The issue began with difficulty advancing the filter through the sheath from a femoral approach. The difficulty was encountered 4-5cm after the introduction through the valve. Although not described, there was likely a kink in the sheath or potentially an acute angle as it entered the patient. The physician pulled the filter out of the valve, which likely resulted in damage to the secondary legs. Without changing the sheath, or getting a new filter, the same, and likely damaged filter was introduced and deployed in the ivc. Once the filter was pulled back through the valve, and likely damaged, it should not have been used. The device is not designed to be removed and reloaded from the femoral approach through the valve as is stated in the instructions for use. The bends in the secondary filter legs now create a focal weakness for abnormal stress to potentially cause an increased risk of fracture. There are adequate controls in place to ensure the device was manufactured to specifications. It is assessed that because any discovered non-conformances were properly dispositioned before release, there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming products exist in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref#: (B)(4). G4) PMA/510(k): k233680. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the filter could not be introduced the sheath after 4 to 5 cm (outside the body) and doctor had to pull back and reintroduced the filter resulting the small leg bent in the filter.